Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4)

Event description:
A nurse reported experiencing no ultrasound during a cataract procedure. The case was completed with an alternate unit. There was no harm to the patient.